Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. An increased intra-peritoneal volume (iipv) was found during evaluation. The cause was determined ot be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the iipv. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 4. The programmed volume was 1500 ml and ultrafiltration was 2446 ml . This meets baxter's iipv criteria. No patient injury or medical intervention was reported.